Event description:
It was reported that the patient had an infection at the generator site. The patient had full explant surgery due to infection, and the physician identified a large amount of pus around the generator. The patient had an extensive history of infection, and the surgeon took extreme precautions during the implant surgery about four months prior to prevent infection with antibiotic solution and powder. The physician believed that the patient had a physiological issue with foreign objects that caused the infection. The explanted generator and lead were discarded by the hospital (as reported in MFR. Report #1644487-2017-04130).